Event description:
It was reported that during a stone retrieval procedure a balloon rupture occurred. The target stone was in the bile duct. During preparation, an extractor rx 15-18 mm balloon had been inflated to "check" the device an no problem was found. The device was inserted to treat the target stone. During inflation, the balloon ruptured. The device was exchanged for an unspecified different device and the procedure was able to be completed. There were no patient complications reported with the patient's current condition listed as "good".